Event description:
It was reported that this right atrial lead exhibited undersensing. Technical services (ts) suggested reprogramming options. This lead remains in service. No further adverse patient effects were reported.